Manufacturer narrative:
No samples neither pictures have been returned for investigation. Since lot number is unknown no retained sample can be evaluated. DHR cannot be checked since the lot number is unknown. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Conclusion: since no sample or picture has been received and lot number is unknown no further investigation can be done and the complaint cannot be confirmed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 20 ml syringe leaked during use. No injury or medical intervention.